Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The no delivery alarm was noted. The motor passed the motor test. The displacement test functioned properly. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 78 mg/dl at the time of call. The customer stated that they treated the low blood glucose with juice and went up to 247 mg/dl. The customer performed high pressure test and the insulin pump failed twice. The insulin pump will be returned for analysis.